Event description:
The customer reported that during charging, the main power was down and all buttons were inactive. No information was given regarding what type of injury the patient sustained.

Manufacturer narrative:
H.3. And h.6. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.